Manufacturer narrative:
The ventilator was investigated on site by our field service engineer (fse) and the o2 gas module and air gas module was replaced. No gas modules have been returned for investigation, since the customer decided to keep the gas modules. The o2 gas module and air gas module regulates the inspiratory oxygen and air gas flow to the patient. Evaluation of the received device logs shows that the pre-use check was confirmed to be successful (B)(6)2018 12:23. A failed pre-use check was found (B)(6)2018 , indicating a failed flow transducer test. The date of event was determined as (B)(6)2018 . No gas modules have been received for investigation, therefore the cause has not been established in this investigation. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: (B)(4). Getinge USA sales, llc (B)(4). Contact person: (B)(6).

Event description:
Importer ref. #:(B)(4). Manufacturer ref. #: (B)(4).

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. (B)(4).

Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).